Manufacturer narrative:
The reporter has lost contact with the patient so further updates regarding the event will not be obtainable. The events of edema, pain and "aesthetic damage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and patient problem/medical problem: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : " inflammatory reactions (redness, oedema, erythema, &) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. " any other undesirable side effects associated with injection of juvéderm® volbella" with lidocaine must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella" with lidocaine. Patient was concomitantly on oral contraceptives. Sixty days after the injection, the patient developed edema and pain. Symptoms are ongoing and the event has caused "aesthetic damage" to the patient. No treatment has been provided.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine. Patient was concomitantly on oral contraceptives. Sixty days after the injection, the patient developed edema and pain. Symptoms are ongoing and the event has caused "aesthetic damage" to the patient. No treatment has been provided.